Event description:
It was reported that a hip stem, left side, broke.

Manufacturer narrative:
The manufacturer did receive the device and other source documents for review. As soon as the investigation result becomes available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).